Event description:
It was reported that there was a temperature problem in an arctic sun device and was not cooling. No water in the chiller tank. Mixing pump hs. 2000h preventive maintenance were in due date, the pump service were 3992 hours, no data in service max pump hours and found a crack on the level sensor too. Per review of wo on 14sep2023, there was no patient involvement. As per follow up information received via email on 21jul2023. The issue was resolved onsite. Therapy was not completed with original device. Alternative method using cooling tunnel. No medical intervention. Above described alternative therapy has worked on the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. Temperature problem, not cooling. No water in the chiller tank. Replaced mixing pump. Performed pm. Level sensor cracked. Replaced circulation pump, drain valves, heater, level sensors. Ctu calibration, all tests performed. A DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device had temperature problem and was not cooling.